Event description:
Problems and symptoms I've had and/or been tested/treated for since having the essure procedure completed in (B)(6) 2014. Cramping, sharp/stabbing pelvic pain, ovarian cysts, discharge (odor/no odor), excessive bleeding during period (menorrhagia), night sweats, loss of libido, hot flashes painful periods (dysmenorrhea), painful intercourse (dyspareunia). Urgent/frequent urination, uti (urinary tract infection), bladder infection, itching, burning, stinging, stabbing of vaginal entrance (vulvodynia) breast pain/tenderness, abdominal spasms/twitching/fluttering pain in back, joints, chest,legs, breast, neck, spine, hips chronic pelvic pain, all over body aches/pain, nausea, vomiting, gas, constipation, diarrhea, severe bloating. Metallic taste in mouth, heartburn, bowel issues, neurological, mental health, headaches or migraines, dizziness tingling sensations, numbness, brain shocks, nerve pain, brain fog - cloudiness, forgetfulness, anxiety/panic attacks mood swings, seizures depression (sadness/suicidal thoughts) ringing in ears (pulsatile tinnitus), black out spells/fainting diminished brain function (brain fog, confusion, cloudiness, forgetfulness, short term memory loss), numbness in thigh (meralgia paresthetica), numbness/tingling in extremities (hands/feet), sensation of burning, stinging, tickling or prickling of skin (paresthesia), nerve pain, tremors/shakiness, dizziness, unexplained/easily bruising, rheumatoid arthritis inflammation, heightened allergies/allergic reactions, hives, rashes cysts, boils, acne skin irritation/itching, swelling of legs or feet hair loss or changes , hard to manage thyroid disease (hypothyroid) degenerative bone disease, gallbladder issues (removal), swelling/numbness in jaws/lips, swelling of legs/feet, muscle spasms, vision problems (floaters, blurred vision, decreased vision), excessive sweating dry skin/hair/eyes, severe bloating.